Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. 'Use by' date, which is off-label usage of the device. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.